Event description:
In this event, it was reported that a xive s plus implant which was placed on (B)(6) 2011, was positioned too close to the mandibular nerve and lead to a paraesthesia. As a result, the implant was explanted three days later. The pt has not yet fully recovered. Since the time elapsed after implant removal is very short, it is not possible to make any predictions on the regeneration of the nerve at the moment.

Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.